Event description:
During a lead revision surgery, the patient stopped breathing due to an adverse reaction to the anesthesia. The patient was placed on assisted breathing,

Manufacturer narrative:
The explanted products were discarded by the medical facility and will not be returned for evaluation. The patient is reportedly doing well.